Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implants this right ventricular (rv) lead exhibited high threshold measurements resulting in loss of capture (loc). The patient is pacemaker dependent but has an underlying rhythm of 40 bpm. There was no asystole greater than two seconds observed. The outputs were increased and the patient was discharged from the hospital. No adverse patient effects were reported.

Event description:
Additional information noted that the lead was repositioned. When the lead was disconnected from the device and the lead was checked with the pacing system analyzer (psa) no loose connection was noted. Loss of capture was noted on the psa, and no perforation was noted on x-ray. The lead helix was retracted and the lead was repositioned. After getting unsatisfactory measurements the helix was once again retracted and the lead was repositioned with good final measurements. The lead and the device continue to be used. No additional adverse patient effects were reported.